Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged blank display and was hospitalized for low blood glucoses. No blank display noted. Device received with critical pump error (open book image) and thus download was unsuccessful due to corroded electronic assembly. The motor had moisture damage and force sensor had corrosion on the flex finger traces. Thus download was unsuccessful when using a test pcba1. However, crest download was successful. Device failed to enter recovery mode preventing download of history files and traces using thus, however, xtest was used to download bootloader traces. Bootloader traces indicate that a critical error triggered the critical pump error (open book image) alarm. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Device had minor scratched display window, scratched case, pillowing keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Unable to verify customer alleged for low blood glucoses. Blank display was not confirmed. Critical pump error (open book image) alarm confirmed due to moisture damage on pcba 2 and the force sensor. Unable to download history files and traces due to moisture damage on pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black no blank display noted. Device received with critical pump error (open book image) and thus download was unsuccessful due to corroded electronic assembly. The motor had moisture damage and force sensor had corrosion on the flex finger traces. Thus download was unsuccessful when using a test electrical board 1. However, crest download was successful. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Device had minor scratched display window, scratched case, pillowing keypad overlay and corroded battery tube. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had a high blood glucose of 1360 mg/dl. Due to which they were hospitalized on (B)(6) 2021. Customer treated for high blood glucose with intravenous drip. Customer also reported that the insulin pump would not turn on indicating blank display. Customer also reported that the display did not return after insulin pump restart. Insulin pump will be returned for analysis.